Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The physician placed the baylis pigtail wire in the left atrium and exchanged the faradrive sheath for a was sheath. A 6fr pigtail catheter was introduced over the wire to the left atrium. The wire was then removed. The pigtail catheter was advanced to the laa, and the was sheath was advanced to the left atrium. A contrast injection was performed using a manifold by staff and the physician. The fluoroscopy image was measured and a 31mm closure device was selected to be implanted. The closure device was prepped, the pigtail catheter was removed, and the closure device was introduced to the laa. The closure device was unsheathed to a flex ball and positioned to deploy. After deployment, the physician agreed to use a different size. The closure device was fully recaptured and removed. A 27mm closure device was prepped and introduced in the laa. The closure device was deployed once a flex ball was achieved. The closure device was partially recaptured three (3) times and one (1) full recapture making sure to have flex ball to position each time. The closure device was checked using position, anchor, size and seal (pass) criteria. Prior to releasing, the physician noted an increased effusion from trace to mild/moderate at 1cm. After passing pass criteria, the physician fully deployed and detached the closure device. Heparin was reversed per the physician. The patient began to have a drop in blood pressure and the physician decided to proceed with pericardiocentesis with a total of 600ccs of dark blood being removed. The patient received a blood transfusion and the effusion decreased to trace again. The patient was admitted for overnight observation and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The physician placed the baylis pigtail wire in the left atrium and exchanged the faradrive sheath for a was sheath. A 6fr pigtail catheter was introduced over the wire to the left atrium. The wire was then removed. The pigtail catheter was advanced to the laa, and the was sheath was advanced to the left atrium. A contrast injection was performed using a manifold by staff and the physician. The fluoroscopy image was measured and a 31mm closure device was selected to be implanted. The closure device was prepped, the pigtail catheter was removed, and the closure device was introduced to the laa. The closure device was unsheathed to a flex ball and positioned to deploy. After deployment, the physician agreed to use a different size. The closure device was fully recaptured and removed. A 27mm closure device was prepped and introduced in the laa. The closure device was deployed once a flex ball was achieved. The closure device was partially recaptured three (3) times and one (1) full recapture making sure to have flex ball to position each time. The closure device was checked using position, anchor, size and seal (pass) criteria. Prior to releasing, the physician noted an increased effusion from trace to mild/moderate at 1cm. After passing pass criteria, the physician fully deployed and detached the closure device. Heparin was reversed per the physician. The patient began to have a drop in blood pressure and the physician decided to proceed with pericardiocentesis with a total of 600ccs of dark blood being removed. The patient received a blood transfusion and the effusion decreased to trace again. The patient was admitted for overnight observation and is expected to fully recover.